Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they were experiencing phrenic nerve stimulation. Follow up concluded that the left ventricular (lv) lead threshold had been increasing and the lead was reprogrammed. Multiple reprogramming attempts occurred to address the phrenic nerve stimulation, however, the phrenic nerve stimulation returned. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.